Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized two years ago with low blood glucose of 37mg/dl, and she was involved in a vehicular accident while driving the car. The customer stated that the day of the event had an extremely stressful day at work and pass out in her way home. The customer stated her blood glucose went up and was eating yogurt, pretzels, and soda, but she did not check her glucose level and got in the car accident halfway home. The caller mentioned that the reservoir window was cracked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.